Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 389033, lot# v000876, implanted: (B)(6) 2007, product type: lead; product ID 389033, lot# v002400, implanted: (B)(6) 2007, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulation stopped two days prior to the notified date and the pain returned about a week prior. When the patient¿s implantable neurostimulator (ins) was checked, it was off and when it was interrogated it showed that the device had triggered a power on reset (por). It was unknown what error code accompanied the por and what the cause of the event was. The battery showed 2.52v and 40-90% used. The patient had good coverage and pain relief up until when the device turned off, which appeared to be due to that por. The implant voltage was checked after having the battery on for a little bit, 5 or so minutes, and it was still at 2.52v and ok. Electrode impedances were tested and everything looked okay, 300-500 ohms for the pairs. No further troubleshooting or intervention was taken. It was noted that the patient¿s patient programmer seemed okay and recently had new batteries put in. The patient was advised to check the battery voltage every couple months and wait until the device become closer to roughly 2.36v to talk about replacement. The patient¿s outcome was unknown and if he was receiving effective therapy or not. Additional information received 11 days later reported that the ins had ¿died¿, and that it lasted 7 years. It was noted that the patient¿s ins will be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.